Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Nurse states her patient had a powerpicc placed 2 days ago and has now been diagnosed with a dvt to that extremity. She wants to know if we recommend removing the PICC or leaving it in place and treating the dvt. She does not currently have any product information for the PICC. Ms&s advised bard does not have a specific recommendation on dvt treatment and or PICC removal with dvt. Whether to remove a PICC or have anticoagulant treatment for a few days before removal is a medical decision best made by the healthcare provider. Informed that the ins standard 52 discusses central venous access devices and associated venous thrombosis.